Manufacturer narrative:
Date of report : 04jan19. Date rec¿d by MFR: 04jan19. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported failing pvt air flow accuracy test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used